Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf impact code f1901 captures the reportable event of additional surgery. Imdrf impact code f1001 captures the reportable event of canceled procedure. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h11: investigation results: with all available information, boston scientific corporation concludes that the reported events of cautery delivers energy intermittently was not confirmed. There is not enough evidence to determine whether the event was due to the physician's device manipulation during the procedure or related to a device malfunction. Device technical analysis: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. Risk review a risk review was completed and confirmed that the events of "cancelled/rescheduled - post sedation/sedation unknown and additional surgery" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture; however, it was reported that the axios stent was intended to be implanted during a gastrojejunal anastomosis procedure. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Investigation conclusion: based on all gathered information and the results of the product analysis, the complaint investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gastrointestinal anastomosis site during a gastrointestinal anastomosis procedure performed on (B)(6) 2026. During the procedure, the physician reported that the devices was giving energy but was unable to complete the cut. According to the physician there was blanching on the site. The procedure was not completed, and the following procedure was surgery. It was also indicated that the surgical procedure went well and there was no injury to the patient. However, it was also reported that the patient already needed to be hospitalized for the procedure. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunal anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat pancreatic cancer during a gastrojejunal anastomosis.